Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced with a hard drive/usb kit. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.